Event description:
It was reported that, the patient¿s husband contacted support to report an occlusion alert in the device notifications. The alert had occurred several hours earlier, but the patient had been sleeping and did not notice it at the time. A supply change had been performed around the time the occlusion alert occurred. The husband inspected the infusion set, tubing, and pump and did not observe any leaking, damage, or other visible issues. The infusion site was also checked, and no leakage or abnormalities were noted. With assistance, the tubing was filled, and the patient was advised that insulin delivery could be resumed. The patient was using a steel cd 6 mm infusion set, and the reported blood glucose level at that time was 293 mg/dl. During a follow-up call, the husband reported that the patient¿s blood glucose had increased to 313 mg/dl with a neutral trend arrow. Insulin delivery data indicated that approximately five units had been delivered about one and a half hours earlier. The patient and husband expressed concern that the blood glucose level had not responded to the delivered insulin. Based on the occlusion alert and lack of expected glucose response, a full supply change was recommended. The husband stated he would complete the supply change and did not require assistance. In a subsequent follow-up, the husband confirmed that the supply change was completed without issue. No visible problems were noted with the cannula or other supplies. The patient was advised to monitor glucose trends over the following period. The patient and husband indicated they were going to sleep and declined further follow-up, stating they would call back if the supply change was unsuccessful or if blood glucose levels did not decrease. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.